Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4076 implantable pacing lead (B)(6) 2005. (B)(4).

Event description:
It was reported that during a routine device change out, no p-waves or capture threshold could be detected on the right atrial (ra)lead through the analyzer. The ra lead was capped and not replaced. No patient complications have been reported as a result of this event.